Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is currently in process. When the evaluation has been completed or additional information becomes available, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device did not function. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.